Event description:
It was reported that (1) h3tuv was used during an acvb procedure. It was reported by the affiliate that the hand piece is hot and making noises. The case was completed with another h3tuv. There was no patient consequence. No further information is available.